Event description:
Reporter stated that customer received the following results on 2 different meters within 2 minutes: 11.9 mmol/l and 6.5 mmol/l (performa system) and 4.6 mmol/l (glucotrend 2 system) the customer had hypoglycemic symptoms of feeling light-headed and woozy at the time of the results. No treatment reported. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the performa system. Reference medwatch with patient identifier (B)(6) for the glucotrend 2 system.